Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during a device check, p-wave oversensing on the atrial channel, loss of capture, and decreased r-wave were observed. Lead dislodgement was observed via x-ray. When the pocket was opened, twiddler¿s syndrome was noted. The lead was explanted and replaced.